Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). The vad coordinator contacted the MFR, stating that the pt had been receiving dialysis treatment. When the treatment was finished the dialysis they unplugged the pbu, there was a loud continuous alarm and the pt's pump stopped completely. The pbu was immediately plugged back in and the pump functional resumed. The pt remains stable and on lvad support while awaiting a heart transplant.